Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, gauge inaccuracy issues occurred. The target lesion was located in the parietal artery. An unspecified 014 balloon catheter had been advanced to treat the target lesion. The balloon was attached to an encore 26 inflation device and inflated. The physician reported that the gauge of the inflation device was not accurate as the encore was inflated to 22 atms and the balloon (with rated burst of 16atms) did not appear fully inflated. A non-bsc inflator was attached to the balloon and was able to inflate to the correct pressure. There were no patient complications and the physician is "happy with the final results."